Manufacturer narrative:
UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not available.

Event description:
Ball tip feeler instrument has the ball broken off. Noticed before use on the patient. May have been broken during instrument washing process. Please send in a replacement instrument. Rep will return this damaged instrument. Case went well, as there was another ball tip feeler on a separate set. No delay or adverse event. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.